Event description:
Equipment malfunction as described in report. "Machine recorded it delivered 247 ml in 19 hrs when it was programmed to run at 9 ml/hr and should have run in over 27 hrs. There was still approx 50 ml left."